Manufacturer narrative:
The investigation has been completed. The poly components were returned to the manufacturer, but the metal cup was not. Dimensional inspection of the polyethylene liner and ring were found to meet the design requirements. Testing was done with a metal cup was able to reproduce the "catching" during removal when the liner was not centered in the cup or where the liner was angled slightly (not pulled straight out) was when the "catching" was found. The product was functionally tested and worked properly. The investigation attributes the problem to technique as no problem was found.

Event description:
Complainant claims they had difficulty assembling/disassembling during surgery causing a potential delay in surgery.